Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission, high, in range, pacing lead impedance was noted on the right ventricular lead. Noise was not noted, and capture threshold was unknown as the auto capture was off. The patient was seen in clinic on (B)(6) 2019. Upon interrogation, high capture threshold and high, in range, pacing lead impedance was noted on the right ventricular lead. Programming changes were made. A chest x-ray was also performed, and lead revision will be discussed. The patient was stable throughout.

Event description:
Additional information indicates that the patient underwent a successful right ventricular lead explant and was in good condition before, during, and after the procedure.

Manufacturer narrative:
A partial distal portion of the lead was returned in one piece. Calcification was noted at the distal region completely covering the ring electrode. The remaining damage found was sustained during the surgical procedure. The lead was otherwise normal.